Manufacturer narrative:
Approximate age of device: 40 days. No further information is available at this time. A supplemental report will be submitted when the manufacturer's' investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient¿s plasma free hemoglobin was elevated to 10mg/dl (twice the center¿s upper limit of 5mg/dl) and the lactate dehydrogenase levels were elevated to 410-500 iu/l from a baseline of approximately 300 iu/l. Heparin was administered for a few days. The patient was asymptomatic. A ramp echocardiogram study was reported to be negative. A subsequent plasma free hemoglobin level was 2mg/dl. The patient¿s aspirin dosage was increased and the inr target was increased to closer to 3.0. The patient was discharged on (B)(6) 2015 and was reported to be doing well.

Manufacturer narrative:
The pump remains in use on the patient who is discharged home. The returned system controller functioned as intended. Review of the submitted system controller log files confirmed the report of atypical pump parameters, including elevations in power and estimated flow; however, a specific cause for these events could not be determined. In addition, a correlation between the events captured in the submitted log files and the reported hemolysis could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.